Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that tip detachment occurred. A 300cm straight tip v-14¿ controlwire® was selected for use. However, after removing the yellow protector in order to pull the guide wire out, it was noted that the tip was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has distal tip damaged. The device has the distal tip broken. The outer diameter of middle and proximal sections are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that tip detachment occurred. A 300cm straight tip v-14¿ controlwire® was selected for use. However, after removing the yellow protector in order to pull the guide wire out, it was noted that the tip was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.